Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm after clearing motor error alarm and was attempting to rewind the insulin pump. The device was not bumped or dropped prior to the alarm and the drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, missing end cap sticker, cracked case from reservoir tube window corners and stained address/serial number label. The test infusion set and reservoir does lock into place.